Event description:
It was reported that the lead was damaged due to clavicular crush. The damage lead to oversensing. The lead was capped and replaced due to oversensing. Patient condition was good after the procedure.